Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
It was reported the patient was experiencing a change in the charging pattern and lost therapy. In turn, it was reported the patient has not recharged or used the ipg in 6 months. As a result, surgical intervention may occur later.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional reported received indicate surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.